Event description:
It was reported on (B)(6) 2008, the patient underwent stent implantation with one 3.0 x 12 xience v stent in the proximal circumflex artery and one 2.5 x 28 xience v stent in the distal circumflex artery, which was direct stenting. On (B)(6) 2011, the patient had a positive functional ischemia study for angina symptoms. On (B)(6) 2011, the patient was admitted to the hospital and underwent percutaneous coronary revascularization with implantation of a drug eluting stent in the distal left circumflex artery and balloon angioplasty in the proximal circumflex artery to the second obtuse marginal. The patient's condition resolved on (B)(6) 2011 and the patient was discharged. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 3.0 x 12 xience v. Other: aspirin, clopidogrel. The 3.0 x 12 xience v is being filed under a separate medwatch MFR number. No pre-dilatation. There was no reported product deficiency. The reported angina, ischemia and stenosis are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the xience v stent was implanted with out pre-dilatation of the lesion. It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. It is not likely that the lack of pre-dilatation caused or contributed to the reported patient effects that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.